Event description:
It was reported that the patient with this pacemaker device recorded a signal artifact monitor (sam) and atrial arrhythmia episode with noisy signals. Upon review, the patient was having an open-heart surgery when electrocautery was used. All lead measurements were within the normal range. The presenting electrogram (egm) showed that the device operated for programmed. Technical services (ts) stated that the noise artifact might be from medical procedure and/or electromagnetic interference (emi). This device currently remains in service, no adverse patient effects were reported.